Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. The pump was received with 17 ml of fluid and was running in the flex dose infusion mode. The pump log memory indicated a motor stall and motor stall recovery. The pump passed dispense test. A non-standard (for engineering purposes 9 day) volume infusion test was performed. The volume test was within what is stated in the clinical reference guide. Destructive analysis found shaft wear on both the upper and lower shaft of the rotor magnet. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient in (B)(6) who was receiving lioresal (concentration 2000 mg/ml flex dose). Pump volume discrepancies were reported, it was noted that during a pump refill, more baclofen was withdrawn from the reservoir than what was expected. No diagnostics/troubleshooting were performed. The pump was explanted and replaced. It was noted that the pump would be returned to the manufacturer. The issue was noted to have been resolved. Patient status was alive - no injury. Additional information has been requested regarding the actual vs expected volume, patient weight, device return status and whether patient experienced any symptoms but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturing representative later reported that the actual volume was 6ml and the expected volume was 3ml. There had been multiple occurrences of volume discrepancies that had been observed for more than 10 refills. A catheter dye test was done prior to explants and was normal. The patient experienced increasing spasms which required increase in dosage of baclofen to 900 mg. It was noted that with the new pump, the patient's spasms had been well controlled with 700 mg of baclofen. It was noted that the product would be returned on the week of april 6th 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.